Event description:
It was reported that a transfer set leaked during peritoneal dialysis therapy. The customer was not able to specify the exact location of the leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was not returned for evaluation; therefore, a device analysis could not be performed. A review of all batch record documents was performed for lot number h14a15026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted.